Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was ac (alternating current) power loss on an 840 ventilator. Ventilator was operating on battery power. The ventilator was not in use on a patient at the time of the event. The service engineer (se) cross checked and confirmed fault with power supply. Found that the circuit breaker tripped. The se replaced the power supply board. The ventilator passed all tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator had a loss of alternating current (ac) power. The circuit breaker was reported to have tripped. The service engineer (se) replaced the power supply board to resolve the issue. The unit passed testing and operated within the manufacturing specifications.